Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone foley catheters were leaking and dislodging every time they inserted into the patient. This was a transgender patient converting from a female to a male. So, they needed a stiffer or firmer foley for this patient because they need to keep the urethra open for an extended period of time because there were multiple reconstruction surgeries with this transition. Per photo sample provided, it was found that the foley catheter balloons were lopsided which was leading to the issues that customer was expressing. The affected product catalog numbers were 165810 with batch no. Ngft5821, 165812 with batch no. Ngez0706 and 165812 with batch no. Ngfw3722.

Manufacturer narrative:
The reported event was unconfirmed because the device met specifications. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the silicone foley catheters were leaking and dislodging every time they inserted into the patient. This was a transgender patient converting from a female to a male. So, they needed a stiffer or firmer foley for this patient because they need to keep the urethra open for an extended period of time because there were multiple reconstruction surgeries with this transition. Per photo sample provided, it was found that the foley catheter balloons were lopsided which was leading to the issues that customer was expressing. The affected product catalog numbers were 165810 with batch no. Ngft5821, 165812 with batch no. Ngez0706 and 165812 with batch no. Ngfw3722.